Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, when the surgeon attempted to fire the device, the handle was too stiff and could not be squeezed. The procedure was completed with another device.